Event description:
Patient reported their front teeth are lopsided, one sits lower than the other and they still have an overbite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.